Manufacturer narrative:
It was unknown how the issue was found; however, no patient or user harm reported.

Event description:
It was reported that the ventilator had an error code indicating light emitting diode (led) failed. The customer reported there was no patient involvement at the time the issue was discovered. The field service engineer (fse) evaluated the incident and confirmed the reported error. The front bezel, including the power switch overlay, was replaced and the error discontinued. The unit passed all tests and verification and is approved for use.